Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 18, 2011. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on june 14, 2011. Based on qa assessment, the product met specifications at the time of release. Footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was connected to a calibrated system and found to meet alcon specifications. The footswitch was found to meet specifications. The root cause cannot be determined conclusively (B)(4).

Event description:
A customer reported needing a foot pedal and cable. Additional details have been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).